Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set). This occurred while on the home patient (hp) was on the home choice (hc) device, during dwell 1 of 5 . The hp stated that one of the unused line clamps was open. The baxter technical representative (tsr) assisted the hp to cycle power to the hc. The hc then alarmed with se 2367. The tsr had the hp cycle power again, the hc proceeded to "press go to start". The tsr advised the hp to start over with all new supplies and inform the registered nurse (rn) of the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a system error (se) 2240 (air in set) was confirmed, because the patient reported having a clamp open on an unused supply line during therapy. This condition is a use error that can cause system error 2240 alarms. Additional information: a labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.